Event description:
Customer reported blood glucose results of 290 mg/dl, 168 mg/dl, 215 mg/dl, and 110 mg/dl within 10 minutes on the active s system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.